Manufacturer narrative:
(B)(4).the root cause of the reported condition of peritonitis was undetermined. A batch review was not performed as the lot number was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2011, baxter (B)(6) received a call from a home patient's (hp) wife that the hp was experiencing severe abdominal pain and was complaining of being nauseous. The hp started draining peritoneal fluid and asked his wife to call an ambulance. The hp's wife informed baxter (B)(6) that she had bypassed initial drain on the home choice and stated that the hp's weight had increased over the last few days. The hp was admitted to hospital on (B)(6) 2011 for the treatment of peritonitis. On (B)(6) 2011, baxter received follow-up information that the hp was still hospitalized but symptoms were resolving. Treatment included vancomycin and tazocin (routes and dosage not reported).